Manufacturer narrative:
(B)(4). Method: the complaint myairvo humidifier was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and electrically tested. Results: during testing the airvo turned on and functioned. The visual and audible alerts were operating correctly. The internal fault log was checked and no faults were recorded. The unit was further tested by running it for two hours and no failures were detected. Conclusion: we were unable to determine what had caused the reported issue as the myairvo operated correctly when tested. The myairvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor in (B)(6) reported that the audible alarm of a myairvo 2 humidifier was not working. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint myairvo humidifier is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the audible alarm of a myairvo 2 humidifier was not working. There was no patient consequence.